Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was 184 mg/dl. Customer did change the battery and reported that the insulin pump still not working. Customer reported that after tightening the battery, customer observed crack to battery compartment. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.